Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. Lv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the left ventricular (lv) lead. The patient was in stable condition.